Manufacturer narrative:
This report is submitted on august 24, 2023.

Manufacturer narrative:
This report is submitted on january 26, 2023.

Event description:
Per the clinic, the patient experienced no sound and open circuits on all electrodes. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023, and the patient was implanted with a new device during the same surgery.